Event description:
It was reported that after a da vinci-assisted esophagectomy surgical procedure, the fenestrated bipolar forceps had a hole on the black cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire insulation was damaged with wires exposed. There was no loss of cautery or arcing during use. The procedure was completed with the same instrument. The problem was detected after the cleaning phase in sterilization, hence there was no harm or injury to the patient. The customer declined to release patient related information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# k10220418 0159) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire insulation and conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. There was no material missing. There were no signs of thermal damage. The probable root cause of this failure is attributed to component failure. Additional observation not reported by the site: the instrument was found to have a frayed grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.